Manufacturer narrative:
(B)(4). Report source: foreign county: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -01065.

Event description:
It was reported patient has been indicated for revision approximately 3 years post implantation due to pain and rom flexion; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with medical records and radiographs provided and reviewed. Review of the available medical records identified the patient had increased pain in right groin and difficulty flexing the hip to lift his leg up the stairs. No other issues were identified. Review of radiographs identified no issues that could contribute to the reported event. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.